Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit oversensing of atrial signals, resulting in pacing inhibition on the left ventricular (lv) lead. Additionally, a decrease in lv pacing was observed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit oversensing of atrial signals, resulting in pacing inhibition on the left ventricular (lv) lead. Additionally, a decrease in lv pacing was observed. No adverse patient effects were reported. This device remains in service. Additional information was received that this device also exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit oversensing of atrial signals, resulting in pacing inhibition on the left ventricular (lv) lead. Additionally, a decrease in lv pacing was observed. No adverse patient effects were reported. This device remains in service.